Manufacturer narrative:
The biomedical engineer (bme) said the unit had a patient go into lethal arrhythmia and alarmed yellow instead of red. No patient harm was reported. The patient had a 3.5 second run of torsades de pointes and the monitor alarmed as a yellow advisory "v-brady" event. The event was reviewed and the patient arrhythmia settings and the master default arrhythmia settings. The multiform vpc and v rhythm were set to advisory. Nihon kohden technical support (nk/ts) had them change master setting for these two categories to warning and applied the master settings to the patient. Nk/ts advised that this is a unique rhythm. Advised to closely monitor patient for future events and correct alarm. Issue resolved.

Event description:
The biomedical engineer (bme) said the unit had a patient go into lethal arrhythmia and alarmed yellow instead of red. No patient harm was reported.